Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (cardiac arrhythmia, driveline infection, bacteremia) and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6), could not be conclusively established through this evaluation. A specific cause for the reported events could not be conclusively determined. The patient underwent a device exchange on (B)(6) 2021. The center reported that hm3 lvas, serial number (B)(6), was not saved. There is no product available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), is currently available. Section of this IFU lists infection (local, driveline and pump pocket) and cardiac arrhythmia as adverse events that may be associated with the use of the hm3 lvas. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The hm3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information provided. The manufacturer is closing the file on this event.

Event description:
Additional information revealed that the infection progressed to a driveline infection on (B)(6) 2018. The patient was hospitalized for bacteremia and was treated with IV antibiotics. Addition information revealed the driveline infection was caused by methicillin-resistant staphylococcus aureus (mrsa) and pseudomona.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had an infection following an implantable cardioverter defibrillator (ICD) generator change. The infection progressed to driveline infection. The patient was hospitalized for bacteremia in spite of intravenous antibiotics.